Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site. The fse reviewed the calibration reports and pt results and determined that the system was within specifications. As a precaution, the fse cleaned the flow cell and verified operation of the ise system. No definitive root cause was determined. The laboratory uses the weekly maintenance schedule but was not aware of the twice-weekly flow cell cleaning procedure, so the hotline rep sent a copy of the procedure to the customer. This is one of twenty individual medwatch reports related to the same event which involved nine known pt results and eleven unk pt results. The related mdrs are as follows: 2050012-2011-06062, 06063, 06064, 06065, 06067, 06068, 06069, 06071, 06072, 06073, 06074, 06076, 06077, 06078, 06079, 06080, 06081, 06082, 06083. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600 instrument and the results were reported out of the laboratory. Prior to the event the ise (ion-selective electrode) system was calibrated and the na qc (quality control) results were within the lab's established ranges. During routine operation of the analyzer, the customer noticed that na was running low. The ise system was recalibrated and the na qc results were within the lab's established ranges. The customer re-ran the pt samples on the dxc analyzer, found that the results were approx 10 mmol/l higher and issued amended reports. The customer provided nine examples of the erroneously low na results along with the corrected results. The total number of pt sample results reported out of the laboratory was believed to be 20 pt results. The customer did not receive any report of any adverse event or pt injury requiring medical intervention. However, it is not known if there was any change to pt treatment associated with this event.